Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner as instructed in the user's guide. Eval of the returned cycler is ongoing at the time of this report. The exact cause of the power failure is not known. The user's guide provides instructions for return of the pt's blood in the event of a power failure. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, the cycler lost power and would not reset. Rinseback was not performed due to clotting of the circuit, resulting in an estimated blood loss of 190 cc. No medial intervention was required.